Event description:
It was reported that the atrial lead dislodged during a maze procedure. The lead was extracted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, and there was apparent explant damage.